Manufacturer narrative:
Correction: section h4 device manufacture date: in initial report, the manufacturer date provided was inadvertently reported as 03/26/2018, however the correct date is 05/11/2018. Section h6 health effect - clinical code: updated from 4582 to 1845. Additional information: section h3: device evaluated by manufacturer: yes. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section h3: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor converted to vitrectomy during phaco procedure. No additional information was provided.